Event description:
It was reported via a facility medwatch manufacturer's report # 0300240000-2010-8007 that a patient who had been implanted with a device for intrathecal delivery of baclofen, experienced increased spasticity in legs and pain down bilateral legs. There was a pump motor stall. The device was explanted in (B)(6) 2010. The dosage and concentration were unknown. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).